Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that patient sample barcode label t60592 was incorrectly read as t60492 on the cell-dyn sapphire analyzer. As a result, incorrect patient results were released out of the laboratory. A hemoglobin result of 110 g/l with elevated wbc and platelet values was released for a patient instead of a hemoglobin result of 132 g/l with normal wbc and platelet values. No issues were observed with the barcode label. The label was correctly read using different barcode readers. No adverse impact to patient management was reported.

Manufacturer narrative:
Field service was dispatched to the customer site. The cell-dyn sapphire autoloader, pusher assembly, and internal barcode reader were cleaned. Field service reported that there was a lot of dust which may have caused the misreading. There were no misreadings reported during testing and monitoring done after cleaning. The issue was resolved through cleaning. A review of labeling concluded that the issue is sufficiently addressed. Review of historical complaint data did not identify any adverse trends or abnormal complaint activity. Based on the investigation performed, the product is performing per product specifications. A product deficiency was not identified for the cell-dyn sapphire.